Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This report is for an unknown implant. Part and lot number are unknown. Without the specific part number; the UDI number, 510-k number and manufacturing site name are unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Investigation summary: the complaint device is not being returned, it was discarded by the customer, therefore unavailable for a physical evaluation. With the information provided, and without the complaint device to evaluate, we cannot determine a root cause for the reported failure. Given that lot number was not provided, the manufacturing record evaluation (mre) review cannot be performed. If the lot number becomes available, the mre review will be performed. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
This file is a review of the following journal article: jones, d., et al (2018) achilles tendon tear repair with adjunctive use of cryopreserved umbilical cord: a case report. Journal of muscle health, vol. 2, pages 1-5 (USA). The study emphasizes on a surgical repair for achilles tendon rupture with suture repair technique and concomitant implantation of cryopreserved umbilical cord (cuc) allograft around the repair site. The patient evaluated on course of this study: one (B)(6)-year-old male. The article describes the following procedure: achilles tendon tear repair. The devices involved was: unknown mitek healix advance®br 4.5mm complications described: the incision site failed to close due to a local wound dehiscence, so a 2.5 x 2 cmcuc graft was applied as a wound graft at 6-weeks post-operatively (po) resulting in improved range of motion and healing of the wound. However, 3 weeks later, the patient fell resulting in re-opening of the incision site and tearing of the achilles tendon insertion distal to the original repair site.